Event description:
It was reported that during a thoracoscopic lobectomy (uniport) on pulmonary artery, the staff started to notice that the tissue adh esion/sealing was weak after 2.5 hours to 3 hours. There was no error message but there was an operating sound, energy delivery and seal completion sound was heard. When the staff noticed the poor tissue adhesion on blood vessels of about slightly less than 3 mm,the staff discovered a melted-like mark on the side of the upper and lower jaw. The device jaw was clean every time it was returned to the circulating nurse. Since there was no bleeding and it was near the end of the surgery, completed the surgery with the existing lf1937 without using a new one. Nothing fell on the patient¿s cavity and the procedure was not extended. The generator was functioning normally. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracoscopic lobectomy (uniport) on pulmonary artery, the staff started to notice that the tissue adh esion/sealing was weak after 2.5 hours. When the staff noticed the poor tissue adhesion, they discovered a melted-like mark on the side of the upper and lower jaw. Since there was no bleeding and it was near the end of the surgery, completed the surgery with the existing lf1937 without using a new one. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found seal plate damage, consistent with arcing. Some minor jaw overmold damage was observed. Functional testing noted that the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was activated multiple times on a saline soaked gauze pad but had re-grasp alarms. The seal cycle was interrupted. No electrical or wiring issues were found. It was reported that there was a partial seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was reported that the device melted, and the insulation was damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: seal plate damage. The product analysis noted evidence that the device was not used as intended. This issue can occur due to inadvertently closing the jaws on a hard/metallic object and activating the device. Damage to the seal plate can result in alarm activations and difficulty with activating the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.